Event description:
The doctor inserted the coil into the left ostium (os) of the fallopian tube and the device failed to deploy correctly. A new device was opened and the procedure was completed. There was no harm to the patient.what was the original intended procedure?female sterilization.device #1is this a laboratory device or laboratory test?no.